Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Due to the issue the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Customer administered a manual injection to address bg and went to the emergency room. Reportedly, the customer had a broken kneecap that was unrelated to their blood glucose, cause was unclear. The customer could not clarify if any additional treatment was given to them for their bg level while in the ER. The customer was discharged hours later with their bg and leg injury stabilized. The customer reverted to manual injections for insulin therapy.